Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of unexpected alarm while connected to the mobile power unit could not be confirmed through this evaluation. It was reported that the mobile power unit serial # (B)(6) was giving off an unexpected alarm. Additional information was requested regarding patient involvement, troubleshooting performed, log files and return status. Information was communicated that additional information could not be provided. It reported the vad coordinator has no information about the event and the complaint was not created by the customer. A root cause of the unexpected alarm while connected to the mobile power unit could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: catalog number corrected. D5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of device gives off alarm sound was confirmed with the returned mobile power unit (serial#: (B)(6). Visual inspection revealed a tear on the outer jacket of the patient cable assembly. Electrical measurement of the patient cable assembly confirmed a short to shield condition with an underlying wire. The damage area was dissected, and visual inspection confirmed damage/breach on the insulation of the orange wire. A short to shield condition with the underlying wire would result in an unexpected alarm. A root cause that led to the damage/breach on the insulation of the wire could not be determined. Under section 8, equipment storage and care, general cleaning guidelines for all equipment heartmate 3 instructions for use under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) gave off an alarm sound.